Manufacturer narrative:
(B)(4).

Event description:
Received info reporting the pt keeps falling. Pt is living in an assisted living facility and about a month ago the health care provider reports she began falling. The hcp at the facility was not aware the pt had a device implanted and they don't know when it was last checked. The pt has relocated and apparently no longer sees her previous physician. Additional info has been requested and if received a follow up report will be sent. Reference MFR report # 3004209178201009293.